Event description:
Cancer patient getting fluorouracil continuous 46-48 hour pump arrived to clinic to remove his pump after 48 hours. The pump was visualized to still be about ~40-50% full. Patient was therefore under-dosed since he did not get the full infusion. Infuser discarded. Avanos homepump c-series elastomeric pump (c270050). Lot #20114805. Expires 05/08/2026.